Manufacturer narrative:
Reported event of the end of the device cracking and fragmenting is confirmed. The device will not be returned; however photographic evidence was provided. The root cause cannot be determined, however, based upon the photo, the likely cause of this event was excessive force that cracked and fragmented the device. A two-year lot history review shows 3 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 94 reports, regarding 97 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience, and training in laparoscopic techniques should use the components of the airseal system. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2024 during a laparoscopic gynecologic hysterectomy and ¿the front end of the device cracked and the fragment fell into the patient's body.¿ per further assessment it was found that the fragment was retrieved from the patient. There was no impact or injury to the patient. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.